Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the available information, the reported poor image resolution, incomplete coaptation (periprocedure) and difficult or delayed positioning (leaflet grasping) were due to challenging patient anatomy (short posterior leaflet, calcification and thin friable leaflets). The reported recurrent mr was due to the reported slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Imaging was challenging due to the short posterior leaflet and calcification and grasping the leaflets was difficult due to the anatomy but successful. One clip was implanted successfully reducing mr to 2. On (B)(6) 2020, echocardiogram was performed, it was suspected the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) due to the thin friable leaflets. Mr increased to 4+. No additional treatment is planned. No additional information was provided.